Event description:
It was reported that the infusion set deployed incorrectly when the ilet user attempted to insert it and the set did not attach to the body; the user performed a supply change with guidance available by phone and completed the change successfully without alarms. No reported symptoms or clinical effects. Outcomes included product replacement shipment and completion of troubleshooting and education. Investigation included review of user-reported handling and use steps. Investigation of this case revealed an insertion error consistent with incorrect deployment of an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.